Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed small cracked on both front corners of top case. Unable to duplicate the motor not running during occlusion test. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: replaced stepper motor for preventive also cleaned and greased the whole motor assembly. Performed occlusion test and all functional testing which passed.

Event description:
It was reported that motor not running event occurred. No patient injury reported.